Manufacturer narrative:
Product event summary: analysis found that the device failed functional testing, a diode was defective. It was also noted that parts were missing, the battery drawer was broken and the upper case was cracked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the battery drawer was damaged and the hanging loops were missing/broken. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.